Event description:
Needle breakage. Customer reports that a needle breakage occurred during an episiotomy repair. One day post-op, the pt was returned to the operating room for a re-operative procedure to locate and remove the needle fragment.